Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed erratic sodium results on the alinity c processing module for a 70-year-old female. The following results were provided (reference range 120 ¿ 155 mmol/l): on (B)(6) 2026, sid (B)(6), initial sodium result= 119 mmol/l; repeat results= 125 mmol/l, 124 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased sodium results while using alinity c ict sample diluent, lot number 72373un25, on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer retested the sample twice using the same lot of reagent and within range results were generated. In addition, the quality control was performing within the expected ranges. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed erratic sodium results on the alinity c processing module for a 70-year-old female. The following results were provided (reference range 120 ¿ 155 mmol/l): (B)(6) 2026, sid (B)(6), initial sodium result= 119 mmol/l; repeat results= 125 mmol/l, 124 mmol/l there was no impact to patient management reported.